Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the transmitter or sensor stopped working. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data. The root cause was signal loss.